Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 70-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient entered into a ventricular tachycardia (vt) rhythm. It was noted that the patient had a pacemaker in place. Lidocaine was started and returned to normal sinus rhythm (nsr) or paced rhythm. An echocardiogram confirmed placement of the catheter. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.2l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Tachycardia: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of was placement signal issue unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information from clinical review reports an impella 5.5 device was inserted surgically via the right axillary and subclavian arterial approach in a 70-year-old female patient for the indication of heart failure with cardiogenic shock in the setting of cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions shock stage d. At the time of implantation, the patient was receiving veno-arterial extracorporeal membrane oxygenation, along with inotropic and vasopressor support. While the patient was in the intensive care unit, the patient developed ventricular tachycardia, which was treated with lidocaine, resulting in conversion to normal sinus rhythm or paced rhythm. An echocardiogram confirmed appropriate impella catheter positioning. The impella 5.5 device functioned at performance level five, providing approximately 3.2 liters per minute of flow, consistent with intended device performance. During support, a placement signal not reliable alarm with loss of the placement signal waveform was reported. Troubleshooting was performed, and placement monitoring was temporarily disabled. The placement signal subsequently returned without intervention, and the patient remained hemodynamically supported. Later, a placement signal not reliable alarm was noted. No kinks in cable were noted. Imaging was obtained with no positioning issues noted. The pump was not replaced due to the events.

Manufacturer narrative:
B1 and b5 updated with additional information.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically via the right axillary and subclavian arterial approach in a 70-year-old female patient for the indication of heart failure with cardiogenic shock in the setting of cardiomyopathy. The patient's clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions shock stage d. At the time of implantation, the patient was receiving veno-arterial extracorporeal membrane oxygenation, along with inotropic and vasopressor support. While the patient was in the intensive care unit, the patient developed ventricular tachycardia, which was treated with lidocaine, resulting in conversion to normal sinus rhythm or paced rhythm. An echocardiogram confirmed appropriate impella catheter positioning. The impella 5.5 device functioned at performance level five, providing approximately 3.2 liters per minute of flow, consistent with intended device performance. During support, a placement signal not reliable alarm with loss of the placement signal waveform was reported. Troubleshooting was performed, and placement monitoring was temporarily disabled. The placement signal subsequently returned without intervention, and the patient remained hemodynamically supported throughout. No sustained interruption of support was reported. The reported arrhythmia and placement signal issue are most consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability.